Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported that he developed a severe skin irritation under his left breast. The area was reported to be dry and not weeping. During a follow up the patient indicated that they spoke to their doctor and they confirmed that the patient could use hydrocortisone cream on the area. The patient reported that the area was improving. No alleged device deficiency.